Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified external iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the fifth inflation at 12 atm for 20 seconds, the balloon ruptured. The device was removed without any problem. The procedure was completed with a different device. No patient complications were reported and the patient was in good condition.